Manufacturer narrative:
G4: this product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in the us. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a kyphon mixer, cement used on p atient having balloon kyphoplasty therapy for primary osteoporosis and t10 compression fracture. It was reported that the cement was hardened inside the mixer, so the defective cement was not used. It was tried to inject cement into the bfd after mixing the cement; since the first one has hardened considerably and less than 3 minutes have passed since the cement was stirred, it was discontinued as a possible defective product. There was no defects confirmed onto the mixer. A new mixer and cement were used. There was a delay of less than 60 mins in overall procedure. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
D3: manufacturer's information updated. H3: product analysis #(B)(4):part # c01a-j, lot # el70324 visual inspection confirmed the cement has mixed and dried in the mixer medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.